Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument failed to grasp tissue. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The device was inspected prior to use. There was no motion-related issue. However, the surgeon was not able to successfully open the jaws intraoperatively and release the tissue. The issue occurred 15 minutes prior to procedure end. The jaws were not stuck on tissue. There was no unexpected tissue removal or bleeding that occurred due to the reported incident. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The vessel sealer instrument was placed and driven on an in-house system. The instrument was manually adjusted to bypass the self-test. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument grasped and released from the test material with no issues. There was no problem detected. The instrument was found to have a loose grip cable at the proximal end. Due to the loose grip cable, the instrument jaws would not close fully causing the knife to become dislodged during installation on the in-house system. There was no damage to the conductor wire, and the grip cable was not broken. The instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self test failed. Remove instrument. Warning: blade may be exposed". Review of msc and dsp logs verified two homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm2 (toolid: vessel sealer extended)." The loose grip cable at the proximal end is causing the blade to appear dislodged at the distal end. The instrument was found to have low torque failures based on the procedure log review. Visual inspection revealed a loose grip cable in the backend. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the homing test. The instrument was manually adjusted to bypass the self-test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut test but failed to seal on 2 of 2 attempts. The instrument passed the electrical continuity test. Probable root cause is attributed to a loose grip cable at the proximal end.